Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 04/2026. Device not returned.

Event description:
It was reported that sixteen days post chronic catheter placement procedure, the catheter was allegedly ruptured during flushing. It was further reported that the catheter was removed and was not replaced. There was no reported patient injury.